Event description:
It was reported during the procedure, the physician experienced difficulty with lead placement due to the pt's anatomy and calcified tissue. Reportedly, a laminotomy was performed subsequently advancing the lead to the desired location. As a result, the procedure was extended approximately 1.5 hr. The procedure went without further incident or consequence to the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.